Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the atrial lead exhibited noise and auto mode switch episodes. The noise was reproducible with isometrics. It was noted that the patient was chronically ambulating with crutches. Impingement caused by crutches was suspected since the physician is known to implant more axial than medial. Programming changes were discussed. The patient will continue to be monitored.